Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of six of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a loose connection between the heater line of a homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) assisted the hp with clearing the alarm and ending the therapy session. Rts also reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of a homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.